Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During a preventative maintenance, o2 sensor did not work properly. Later, it was found that the electronic gas system would not calibrate properly. There was no adverse consequence to a patient as a result of this event.